Manufacturer narrative:
The pump had a broken reservoir tube lip, missing reservoir tube o-ring, a cracked reservoir tube, minor scratches on the display window, and a scratched case.

Event description:
The customer reported via phone call that there is a chip missing and a crack in the reservoir chamber. Customer stated that the damage occurred while he was locking the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.